Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter, the gia was used to close the opening through which ntlc was inserted for side-to-side anastomosis. After firing, it was confirmed no staple was fired and was left opened. Using ntlc, that part was additionally resected. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. Nothing fell into cavity.

Manufacturer narrative:
(B)(4).